Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was noted that the pump was dimpled; when pressed, the bulb remains flat. All the ipp components were explanted and, per patients request, they were replaced with a spectra penile prosthesis (spp). The patient remains stable after the procedure.

Manufacturer narrative:
Investigation summary based on all the available information, boston scientific concludes that the visual examination of the device did not identify any leaks. Functional testing of the device identified that the cylinders performed within specification; however the pump failed the activation test. Although the allegation was not confirmed in the analysis of the cylinders, the allegation of mechanical issue and pump collapse are confirmed based on the pump analysis results. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis visual examination of the device did not identify any leaks in the components. Functional testing showed that the cylinders performed within specification. Functional testing of the pump identified that the component failed the activation test that verifies that with the pump in the deactive state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. Investigation conclusion based on all the information available, a conclusion code of cause not established was selected for the cylinders investigation; however, a conclusion code of cause traced to component failure was selected for the analysis of the pump.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was noted that the pump was dimpled; when pressed, the bulb remains flat. All the ipp components were explanted and, per patients request, they were replaced with a spectra penile prosthesis (spp). The patient remains stable after the procedure.